Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the devices were explanted due to patient not wanting the device. All explanted device components will not be returned as they were kept by the facility.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7019752.